Event description:
It was reported that the patient died. A 1.50 mm rotapro was selected for treatment of a heavily calcified lesion located in the mid to proximal right coronary artery. A non-boston scientific (bsc) guidewire was advanced and then exchanged for a rotawire drive with the assistance of a mamba microcatheter. Progress was made after 6 30 seconds rotablation runs, however, the lesion could not be crossed. The patient experienced several episodes of bradycardia and pulseless electrical activity. Prolonged apnea arrest occurred requiring cardiopulmonary resuscitation which resulted in spontaneous return of circulation. Complete heart block was noted requiring vasopressors and implantation of a temp pacing wire. Guidewire position was lost during resuscitation and the rotapro burr and rotawire drive were removed. The guidewire was reengaged and the vessel was wired multiple times via multiple exchanges of the mamba to improve wire position. After several small non-bsc balloons were crossed, a 1.50 mm semi-compliant balloon was advanced, but was noted to have entered a dissection plane sub intimal through the lesion. Microcatheter contrast injections confirmed that the distal wire appeared to remain in the true lumen with positioning in the posterior descending artery (pda) and posterolateral artery (pla) . A 7f guidezilla was used to deliver and post dilate 3.00 x 48 mm and 3.50 x 24 mm synergy xd stents. The patient was transferred to recovery after a 3.5 hour long procedure. Tirofiban was administered and a pacemaker was recommended. A nasogastric tube was inserted after the patient experienced a gastrointestinal bleed in the intensive care unit. 2 units of blood were administered over a 3 hour period and dobutamine was administered to increase blood pressure. A right (ventricular) infarct occurred due to a previous heart attack. The family of the patient decided against intubation and the patient died.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.investigation results:device analysis findings:the device was not returned for analysis; therefore, a technical analysis could not be performed.device history record (DHR) review:the device history record review could not be performed due to the lack of a batch number.labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.risk review if completed:a risk review was performed, and it confirmed that the event of guidewire position lost, guidewire difficult to cross lesion, death, bradycardia, myocardial infarction, shock, cardiogenic, death, hemorrhage, major, blood transfusion, resuscitation, cardiopulmonary arrest, unexpected medical intervention, pulse, loss of, prolonged episode of care, intensive care, medication required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:this investigation has been assigned an investigation conclusion code of adverse event related to patient condition, following a review of the reported event details, and available information, it is likely that due to the severity of the anatomical conditions of the patient, complications occurred during the procedure, causing the reported issues for the rotawire, leading to the reported patient complications, and resulting in the patient death.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient died. A 1.50 mm rotapro was selected for treatment of a heavily calcified lesion located in the mid to proximal right coronary artery. A non-boston scientific (bsc) guidewire was advanced and then exchanged for a rotawire drive with the assistance of a mamba microcatheter. Progress was made after 6 30 seconds rotablation runs, however, the lesion could not be crossed. The patient experienced several episodes of bradycardia and pulseless electrical activity. Prolonged apnea arrest occurred requiring cardiopulmonary resuscitation which resulted in spontaneous return of circulation. Complete heart block was noted requiring vasopressors and implantation of a temp pacing wire. Guidewire position was lost during resuscitation and the rotapro burr and rotawire drive were removed. The guidewire was reengaged and the vessel was wired multiple times via multiple exchanges of the mamba to improve wire position. After several small non-bsc balloons were crossed, a 1.50 mm semi-compliant balloon was advanced, but was noted to have entered a dissection plane sub intimal through the lesion. Microcatheter contrast injections confirmed that the distal wire appeared to remain in the true lumen with positioning in the posterior descending artery (pda) and posterolateral artery (pla) . A 7f guidezilla was used to deliver and post dilate 3.00 x 48 mm and 3.50 x 24 mm synergy xd stents. The patient was transferred to recovery after a 3.5 hour long procedure. Tirofiban was administered and a pacemaker was recommended. A nasogastric tube was inserted after the patient experienced a gastrointestinal bleed in the intensive care unit. 2 units of blood were administered over a 3 hour period and dobutamine was administered to increase blood pressure. A right (ventricular) infarct occurred due to a previous heart attack. The family of the patient decided against intubation and the patient died.